Event description:
It was reported that the compressed air motor will not power off. Facility center director reported the patient fell during a basketball game sustaining a scaphoid fracture. The issue with the device was discovered during a surgical procedure. During the procedure when the surgeon removed his finger from the power side the drill continued to run. No harm was suffered by the patient. There was good alignment of the fracture site 2 days post operation. There was no indicated delays in surgery. No further information could be obtained. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reporters complaint that the unit will not power off was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Lot number could not be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date for this item is unknown.(B)(4)